Event description:
It was reported that during patient use, of the volume control (vc) settings on a ventilator, the patient' s carbon dioxide (co2) level increased. This was identified quickly by the nursing staff and the patient was transferred to another device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). An investigation was conducted on the unit supplied by the customer. Testing was conducted by the service organization and r+d engineering. The ventilator passed all of the testing that was performed, although it was noted that delivered volume appeared to be low relative to the set target (still remained within specification). Based upon the analysis there is no indication risk has increased.

Manufacturer narrative:
(B)(4). The device serial number was not provided. Therefore, the manufacture date is unknown.